Event description:
Information was received from user facility via a manufacturer representative regarding a rod inserter used for spinal therapy. It was reported that rod inserter was unable to hold rod tightly. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
B3: event date is unknown. H3: product analysis #(B)(4): part # 9010000849, lot # kh18k346 visual and functional inspection revealed the inner shaft does not move when the locking lever is moved. The c clip that connects the adjusting mechanism to the inner shaft has broken. It is possible to overload the clip when making tension adjustments while the rod is in place. The rod inserter will not function correctly without the c clip. The damage to the rod inserter is consistent with over tightening the tension screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.